Event description:
The customer reported that the clamp does not stop the flow of fluid. The customer reported that the clamps fail intermittently. No harm or injury was reported. The customer reported that this event occurred four additional times with fluid administration sets in custom kit configurations. No further info or clinical details were provided by the customer for the add'l events. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer did not specify if this was the initial use of the device. The customer also did not provide a lot number. Therefore, a review of the device history record and complaint database could not be performed. A follow-up report will be submitted when the evaluation has been completed. Method: device history record and complaint database could not be reviewed. Conclusions: a follow-up report will be submitted when the evaluation has been completed.